Event description:
The patient's leads and lead extensions were explanted due to infection at the incision site.

Manufacturer narrative:
The explanted equipment was discarded by the medical facility and will not be returned for evaluation.